Event description:
It was reported via repair work order that the foot section was spongy due to a worn gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.